Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the day prior the patient experienced a blood glucose of 591mg/dl with large ketones, and vomiting associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and remained hospitalized at the time. The patient was treated by their healthcare provider in the hospital with insulin via injection, and intravenous fluids. During troubleshooting with customer technical support it was revealed that the basal history did not match the active basal program. A leak was found at the cartridge after the infusion set was changed. The patient¿s blood glucose did not go down after a site change. The patient was taken off the pump and was treated with intravenous inulin and their blood glucose level started to go down. No issues were found to the infusion set. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-11-2017 with the following findings: the basal history appeared to be inaccurate on (B)(6) 2017 due to the pump being manually suspended at 09:34 and manually resumed at 16:13; and manually suspended at 21:45 and manually resumed at 22:26. The pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and total daily dose (tdd) showed 48.0 u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. The original complaint could not be confirmed or duplicated. Unrelated, the display was discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.